Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6), 2010 and a cardiovascular event on or about (B)(6), 2013 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-05268, 1225714-2014-05269, 1225714-2014-05270, 1225714-2014-05271, 2937457-2014-01280 and 2937457-2014-01281.